Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Referenced article: ventricular dyssynchrony imaging, echocardiographic and clinical outcomes of left bundle branch pacing and biventricular pacing. Indian pacing and electrophysiology journal. 2024. 24; 140¿146. Doi: 10.1016/j.ipej.2024.04.007. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding left bundle branch pacing (lbbp) versus biventricular pacing (bvp). Patients either underwent lbbp or bvp. The authors described a patient who developed a mild pocket infection which was treated with oral antibiotics. The device and leads remain in use. No additional adverse patient effects were reported.